Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure where all device components were explanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 15806531.